Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: those were additional lots that were identified by the hospital to have a product failure with the ivs not engaging the safety properly as well.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, (B)(6) was used as the state.

Manufacturer narrative:
Our quality engineer inspected the representative samples submitted for evaluation. Bd received 447 units from lot number 5017284 and 2 units from lot number 5037130. All the units were sealed in their packaging and did not have physical damage. A sampling of 20 units from lot number 5017284 were randomly selected for functional testing along with the 2 units from lot number 5037130. Your report of a problem with the safety mechanism could not be confirmed from the 20g insyte autoguard units that were provided from lots 5017284 and 5037130. A functional test of the returned samples revealed that the needle fully retracted and the retraction time was within specification. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
No new information.